Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a broken chassis near the main tube. The broken piece was not returned. Components adjacent to this broken chassis do show damage. Additional observation related to the customers complaint: the instrument housing was removed and found the identification board dislodged from the normal position. The probable root cause of the broken chassis and dislodged identification board was attributed to the user.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was broken. No known impact or patient consequence was reported.